Event description:
The customer contacted stryker to report that their device would not power up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was isolated to the power pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.